Event description:
The patient had a history of vt prior to left ventricular assist device (lvad) implant and had an implantable cardio defibrillator (ICD) prior to lvad implant. The patient was given intravenous amiodarone, and the arrhythmia resolved. The patient was on oral amiodarone as needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2023 with acute chest and epigastric pain. The pain was determined to be related to acute cholecystitis, diagnosed via computed tomography (CT) scan. A gallbladder ultrasound confirmed acute cholecystitis. The patient underwent a cholecystectomy. The patient also had runs of ventricular tachycardia.